Event description:
It was reported that following a pocket revision procedure (MFR. Report number: 3006630150-2022-06976), the patient was unable to charge the ipg. It was also noted that the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.